Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The mtm2 was returned for failure analysis, and the reported failure (error 23025 along axis 2) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The following parts will be replaced as a precaution: a2 motor cable, axis 2 motor. The mtm2 was found to have no trouble.

Event description:
It was reported that prior to starting a da vinci-assisted hysterectomy-benign surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) and reported from off site and the customer was merged onto the call. The nurse then reported that the system continued to have a fault on startup. Tse reviewed the logs and found 23025 error on master tool manipulator-right (mtmr) axis 2. The system was power cycled prior to calling in without resolving the issue. The right master was exercised and back driven without clearing the fault. No obstructions were in the way of the master during self-test. Tse advised to either disable the master or power off and disconnect the console. The second console was not needed and to avoid any further issues the system was restarted without the second console connected. The procedure was otherwise completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was verified based on the field service evaluation. The isi fse replaced the master tool manipulator-right (mtmr) to resolve the system error issue. The system passed all tests and was verified as ready for use. Isi has received the master tool manipulator-right (mtmr) unit, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A procedure log review was performed. Per the review, the following was confirmed: system serial #(B)(6) event date(B)(6)2022), console surgeon, and procedure name (hysterectomy-benign). No image or video clip for the reported event was submitted to isi for review. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following system error 23520, which possibly related to the issue the customer experienced. This complaint is considered a reportable event due to the following conclusion: the customer converted from a dual console system to a single console system after the start of the procedure due to the reported issues with the master tool manipulator (mtm) on one of the consoles. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.